Manufacturer narrative:
(B)(4) d10 - medical product: tibia cemented catalog # 42532007902 lot # 65941869. Articular surface catalog # 42522000611 lot # 65011398. All poly patella catalog # 42540000038 lot # 66769603. Femur cemented catalog # 42502607402 lot # 66364681. Biomet bc r 1x40 us catalog # 110035368 lot # aw36bj0207. Biomet bc r 1x40 us catalog # 110035368 lot # w34bah0802. H3: the complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that articular surface prosthesis was not mating with the device. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h3, h6, h9, h11 complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows signs of use and dovetail feature is flared. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.